Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient could feel the unipolar pacing mode. A single flipped bit was noted in the product code. After a software download, restored the device and normal function resumed.